Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient¿s spouse, on (B)(6) 2025, upon the patient removing the sensor, the sensor wire broke and the broken part of the sensor wire was reported to have been retained in the skin. On (B)(6) 2025, the patient noted a skin reaction, had severe inflammation and went to see her healthcare provider (hcp). The hcp performed a drainage of the pustule and it was stated that the sensor was removed via this procedure. There was no documentation of further medical intervention. At the time of the report, the patient was in good condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).